Manufacturer narrative:
Patient¿s ID and weight were not provided for reporting. Date of event is unknown. Implant date: unknown. Explant date: unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with an unknown large fragment plate, unknown locking screws, unknown non-locking screws and the cannulated tibial nail on an unknown date. Recently,on an unknown date, the patient fell and broke his tibia loose while riding an inner tube. A total knee replacement was planned for this patient. Patient underwent a removal of the cannulated tibial nail on an unknown date due to a non-union fracture and broken cannulated tibial nail. The cannulated tibial nail ultimately was broken before the surgery started. Only the proximal broken fragment was successfully retrieved from the patient. The surgeon attempted to extract the nail but eventually changed the plan to a basic total knee replacement. The plate, locking screws and non-locking screws were not removed and they remained intact. The procedure was successfully completed. There was a 45-minute surgical delay and the patient outcome was good. Concomitant devices reported: large fragment plate (part number: unknown, lot number: unknown, quantity:1), non-locking screws (part number: unknown, lot number: unknown, quantity:4), locking screws (part number: unknown, lot number: unknown, quantity:1) this report is for one (1) 11 mm ti cannulated tibial nail-ex/345 mm-sterile. This is report 1 of 1 for (B)(4).